Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear and a rubbed through insulation in the area of the tricuspid valve. This damage can be considered to be the root cause for the clinical observation of oversensing on the rv channel as mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Further analysis demonstrated the presence of coagulated blood in the lead's lumen. These blood residuals were most likely introduced by means of stylet used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 36 months after the implantation oversensing was detected via homemonitoring. The physician suspected a lead breakage and decided to replace the lead. No adverse patient side effects were reported. The device is under analysis at the moment.